Manufacturer narrative:
B3: unknown; no information has been provided to date.The device is available for evaluation; however, has not been received.

Event description:
An event involved a Primary PLUM Set, 15 Micron Filter in Sight Chamber, CLAVE Secondary Port, CLAVE Y-Site, Secure Lock, 272 cm stated that there are IV tubing sets identified as having abnormalities, including black specks and fingerprint-like marks on the inner walls of the drip chambers. There was no reported patient involvement and patient harm.